Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the connectors were broken and additionally noted that the red and white display wire insulations were pinched with the red display wire insulation exposed and that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that both the atrial and ventricular connectors of the external pulse generator were broken. The external pulse generator has been returned for repair. There was no patient involvement.